Manufacturer narrative:
(B)(4). D10: m2a-magnum mod hd sz 54mm, item: 157454, lot: 451660, taperloc micro lat fmrl 12.5mm, item: 15-103206, lot: 898550, m2a-magnum 52-60mm tpr insr +3, item: 139270, lot: 482970. G2: foreign ¿ canada. The customer indicated that the device remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient is experiencing high metal ion levels and metal wear five years post-implantation. No medical intervention has been reported to date. Follow-ups to gather additional information are currently in process.